Event description:
It was reported, that upon opening the package of the wagner sl revision stem (B)(6) (outer packaging did not appear to be damaged) it became apparent that both levels of sterilized packaging (what the nurse opens up to give to the technician and what the tech opens to give to the surgeon) had been compromised. There appeared to be a rip in both layers of the packaging. Once realized, the implant was removed from the field and not implanted.

Manufacturer narrative:
The MFR did not receive devices for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).